Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complaint. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot records review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2011 the patient developed "fever of 101, severe shaking chills, diarrhea, and right sided supra pubic/pelvic pain". The patient went to the emergency room (ER) on (B)(6) 2011. Her white blood cell (wbc) count, chest x-ray, and computed tomography (CT) scan of the abdomen and pelvis were normal and there was no bowel thickening. The "endometrial lining was a little thick, but otherwise [the work-up was] completely unremarkable". She was treated for a urinary tract infection (uti) and discharged home. On (B)(6) 2011 she was asked to return to the emergency room because her blood and urine cultures returned positive for "gram positive cocci". The patient was given oral antibiotics and returned home. On (B)(6) 2011 a blood culture returned positive for (B)(6). The patient was admitted to the hospital on (B)(6) 2011 and given flagyl (metronidazole) and ampicillin. Her wbc remained in the normal range and she was afebrile. A repeat CT scan was normal. She was discharged (date unknown) with a peripherally inserted central catheter (PICC) line for continued antibiotics. After a week and a half of antibiotics she felt better but she developed deep vein thrombosis (bvt) "from her pick [PICC] line". Additionally, the physician reported "she began getting drug fever from the antibiotics". On (B)(6) 2011 the physician reported the patient has fully recovered from the novasure procedure and infection following the procedure. Additionally, the physician reported the patient is returning to work. (B)(4).